Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code 810:15 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a pump module unit. The pump module unit was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review revealed no previous service events as this is a new device.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 810:15 occurred. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.